Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. On further review of the file, it was determined there was no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Please disregard any reports associated with file mrn 3012307300-2024-13432.

Event description:
It was reported that the product was not heating during testing. The unit has no physical damage, nor was it dropped. Therapy was not delayed. No patient was involved and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.